Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. After the initial extension of the fixation screw in the patient, with the application of 3 slow clockwise turns followed by 14 fast clockwise turns, it was not possible to retract the helix. A replacement stylet was used to apply 15 to 20 counter-clockwise turns in an attempt to retract the helix, but the same failure resulted. Further retraction attempts with the replacement stylet were also unsuccessful.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.